Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 4004947 regarding item #382523. DHR for lot number 4004947 was reviewed. Subassembly lot 4004947 material 700pros23 was built and packaged on afa line 10 from10jan2024 through 10oct2023 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: description of failure: IV needle button would not retract needle, had to remove catheter and needle. Date of event: (B)(6) 2024 is there any patient impact? Yes, but no major harm. Was there any delay in completion of treatment? Minor delay.